Manufacturer narrative:
Concomitant medical products: product ID 8840, product type: programmer, physician. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient receiving intrathecal lioresal (2000 mcg/ml at 120 mcg/day) via an implantable infusion pump. The lot number for the 500 mcg/ml lioresal was provided as ds0083. The pump¿s indications for use were intractable spasticity and cerebral palsy. On (B)(6) 2016, the hcp refilled the pump with a higher concentration of medication (2000 mcg/ml), but left the pump programmed as the old concentration (500 mcg/ml); the pump wasn¿t updated with the new concentration. At the time the event was reported, 3 hours had passed since the programming error occurred; the flow rate was calculated as 0.01 ml/hr and 0.03 ml had already been delivered. The patient was reportedly driving back to the hcp¿s office to have the pump programmed correctly. It was indicated that no symptoms were reported or expected. A supplemental report will be submitted if additional information is received.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.